Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse did a test drive of the system with hospital scope and was not able to reproduce arm drift when swapping controls between consoles. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an issue in which one of the robotic universal surgical manipulator (usm) arms drifted when a second surgeon side console (ssc) attempted to take control of that usm arm. It was described that the drift occurred during the transfer of control between the two sscs. Technical support engineer (tse) explained that when a master tool manipulator (mtm) was actively controlling a robotic usm arm, the arm should not drift and should remain in a soft lock state until the associated hand control grip matched. Tse recommended to power cycle the system between procedures. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue did occur with the surgeon¿s head inside the surgeon console and it occurred during procedure. The issue was not resolved. The customer moved the arm back and it was docked to the patient.